Event description:
A report was received that the patient was experiencing inadequate stimulation following a non-device related fall. X-ray confirmed lead breakage and crimping at the bottom of the lead. Impedance check showed 5 damaged contacts. One contact was snapped off and was floating in the epidural space. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation following a non-device related fall. X-ray confirmed lead breakage and crimping at the bottom of the lead. Impedance check showed 5 damaged contacts. One contact was snapped off and was floating in the epidural space. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the lead was removed. Prior to the procedure, x-ray revealed that one contact was displaced from the paddle. However, during the surgery, it was discovered that four contacts were dislodged from the paddle. 15 contacts were accounted for and at least one contact was left inside the patient¿s body due to inability to remove it. The patient was doing well.

Event description:
A report was received that the patient was experiencing inadequate stimulation following a non-device related fall. X-ray confirmed lead breakage and crimping at the bottom of the lead. Impedance check showed 5 damaged contacts. One contact was snapped off and was floating in the epidural space. The patient will undergo a revision procedure.

Manufacturer narrative:
Device evaluation indicated that the complaint of dislodged contacts resulting in high impedance and lack of stimulation due to the patient's fall was confirmed. Visual inspection revealed three electrodes were completely dislodged from the silicone material of the paddle, their respective cables severed, and not returned.